Event description:
It was reported that the bd syringe 3ml ll w/ndl 21x1 rb had a hole in the hub of the needle. The following information was provided by the initial reporter: it was reported by the customer that there was a hole in the hub of the needle. While trying to pull up blood. There is no suction do to this hole.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-apr-2023. Investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the sample has a molding short shot at about 3/8" from the bottom of the needle hub. The sample was then connected to a syringe with saline solution and leakage was observed through the molding short shot. It could be possible that the stripper bushing wear contributed to the symptom reported. A device history record review was completed for provided lot number 2326179. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation with the sample analysis the symptom reported is confirmed.

Event description:
It was reported that the bd syringe 3ml ll w/ndl 21x1 rb had a hole in the hub of the needle. The following information was provided by the initial reporter: it was reported by the customer that there was a hole in the hub of the needle. While trying to pull up blood. There is no suction do to this hole.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.